Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose levels of 40 mg/dl; cause was unknown. Glucose tablets were consumed to treat bg level. Reportedly, the customer alleged that the pump did not trigger the low continuous glucose monitor (cgm) alert. Review of the pump data logs by tandem technical support verified that the pump declared the low cgm alert appropriately based on the customer's pump settings. The customer entered into the pump and acknowledged the alert. Upon relaying the information, the customer confirmed that the pump had notified the customer as intended and acknowledged the information provided.